Event description:
It was reported by our (B)(6) that the customer, (B)(6), claimed that a revision surgery took place after a screw xia had broken. It was also alleged a pseudoarthrosis.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.